Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pc6573 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the lot number of pc6573 and product code of j421h were involved in this single procedure. Did the suture or the needle break during the procedure? Procedure name, initial procedure date, device return status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the device broke while suturing the patient's mouth. There was no patient injury reported and the procedure was able to be completed. Additional information has been requested.